Event description:
This customer reported that a red x malfunction message would not clear. There was no patient involvement.

Manufacturer narrative:
(B)(4). This customer reported that a red x malfunction message would not clear. There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.